Event description:
The intended procedure was dilation and curette.  There was no surgical delay, and the procedure was completed with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer (see updated section b5) and the results of the legal manufacturer¿s investigation. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met the final product release criteria. No abnormalities were found. Complaint history review: there were no complaints of events that were the same or similar to the reported events at the same facility and on the same device. Conclusion: the root cause could not be identified. According to the results of the investigation, the issue was likely caused by the charge-coupled device (ccd), which was faulty. Therefore, it is somewhat likely that the failure of the ccd prevented the video function from functioning properly, resulting in image failure. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Event: additional information was requested from the reporter. The device was evaluated by olympus. The evaluation found that the allegation was confirmed. The no-image problem was due to a faulty charge-coupled device. An additional issue with the electrical system cable insulation was that the insulation was damaged due to kinks and a slice in the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation .

Event description:
The customer reported to olympus during preparation for a therapeutic procedure, the high-definition autoclavable camera head did not display an image. There were no reports of patient harm associated with this event.